Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system was plugged in and the on/off switch started blinking, then the system shutdown. The representative went to the site and checked out the system. The rep was unable to replicate the behavior and checked the uninterruptible power supply (ups) test and everything checked out. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.